Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on 24nov2022 there was a series of no external power events noted in the log files. This appeared to be the mobile power unit (mpu) losing power or the power cord coming lose form the wall. Additional log files was reviewed, and it captured that the patient connected to the mpu on (B)(6) 2022 between 0:25:33 & 7:25:31 with normal mpu voltages readings. The patient was using battery power from on (B)(6) 2022 at 10:29:48 through (B)(6) 2022 at 16:47:29. Then the patient was fully connected to the mpu at 16:48:04 with normal mpu voltage readings. The remainder of the file shows the patient continued using battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis, log files were submitted for review. A review of the submitted log files showed events spanning approximately 14 days (23nov2022 ¿ 07dec2022 per timestamp). The pump fixed speed and low speed limit (lsl) were set to 5800 rpm and 5600 rpm, respectively. The pump was able to maintain speeds above the lsl throughout the log file. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on 23nov2022 from 23:21:36 - 23:21:41, and from 25nov2022 10:20:58 ¿ 07dec2022 at 11:05:31. The alarms occurred during power source exchanges and cleared shortly after activating. No external power alarms coincident with a loss of ac power were active on 24nov2022 from 11:07:42 - 11:08:22. The alarms occurred on the mobile power unit (mpu) and cleared once the controller was exchanged to battery power. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the log file. Pump operation was not affected. The mpu was returned for analysis and was evaluated and tested. Multiple bite marks were observed along the patient cable. The mpu was connected to a mock loop and the controller immediately began alarming with no alarms visible on the mpu. The patient cable was replaced and the mpu underwent testing again. After the replacement, the mpu was able to function as intended with no alarms active. The patient cable was cut open to inspect the condition of the underlying layers, and multiple damaged wires were found. The damaged wires were shorting to the shielding resulting in the reported alarms. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by damaged wires. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.